Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 75 mg/dl and blood glucose was 37 mg/dl. Troubleshooting advised customer on how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions.